Event description:
Customer reported: the pilot balloon line detached from the tube and the cuff was no longer able to hold air. Customer confirmed tube was discarded and no lot number is available. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that there was no add'l harm to the patient.

Manufacturer narrative:
Covidien cts reference number: (B)(4). The customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect related issues and to reduce the potential for occurence during the mfg process. Info of this nature is included in our database and monitored through trending.